Manufacturer narrative:
Correction: this event was unintendedly reported. Additional investigation identified the charger model associated with this complaint was not a high energy charger (model 3721) as initially reported. As the issue was resolved with a replacement charger and did not require invasive medical/surgical intervention, this event was determined to be not reportable.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-01123.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-00123. Additional information received identified the issue resolved with a new replacement charging system.

Manufacturer narrative:
(B)(4). The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating."

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-00123. It was reported the patient ((B)(6)) experienced heating sensation at the ipg site while charging. A replacement charging system was sent to the patient for troubleshooting.